Event description:
It was reported prior to using bd vacutainer® sst¿ blood collection tubes, there were bubbles in the gel separation barrier of an unspecified tubes. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
G4: PMA / 510(k)#: k230855. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
The following fields were updated due to additional information: e.1: initial reporter facility name: (B)(6). Investigation summary: bd had not received any photos or samples for investigation. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has not been confirmed for the indicated failure mode: gel airbubbles. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported prior to using bd vacutainer® sst¿ blood collection tubes, there were bubbles in the gel separation barrier of an unspecified tubes. No adverse impact was reported regarding the patient or user.